Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, after a gastrectomy procedure, performed on (B)(6) 2016, there was a 4-5mm fistula and air leak from the esophagoduodenostomy staple line approximately 18 days post surgery. No eea sizers were used. The patient underwent reoperation and a second anastomosis. There was blood loss greater than 500cc, the patient reportedly lost 5 units. There was 2.5cm tissue loss from the esophagus and unanticipated tissue damage. No reinforcement material was used.

Manufacturer narrative:
Manufacturer report #: (B)(4). 05/16/2016 follow-up information was received. It was confirmed that the patient lost 5 units of blood post reoperation and the patient was administered blood transfusions. The patient's pre-op diagnosis was gastric cancer, with no co-morbidities.. The patient has recovered and was discharged home.

Manufacturer narrative:
Per FDA request, this report was electronically resubmitted. Manufacturer report #: (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received. It was confirmed that the patient lost 5 units of blood post reoperation and the patient was administered blood transfusions. The patient's pre-op diagnosis was gastric cancer, with no comorbidities. The patient has recovered and was discharged home.